Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not eat enough for the intended bolus and subsequently experienced a low blood glucose (bg) level that was "low" per continuous glucose monitor readings. As a result, customer went to the emergency room where they were treated with intravenous fluids of saline and insulin in addition to a glucagon injection. Customer also reported scraping their arm and biting their tongue due to low bg. Customer was released from the ER two hours later.